Event description:
Boston scientific crm received info from a study designed to evaluated the midterm outcomes of treatment with aaa ancillary graft. The ancillary graft provides active proximal fixation for treatment of pre-existing endografts with failed or failing proximal fixation or seal. The study involved a total of 151 patients. Nine ancure endografts had been implanted in patients in the study. During the 14 month follow-up, reported endograft and ancillary graft related adverse pt effects included (not MFR specific): death, endoleak (I, ii and iii), migration, stent fracture or breakage, graft tear, component separation, kink, limb occlusion, aneurysm rupture, infection, pulmonary embolism, coil embolization, angioplasty conversion, ancillary graft/stent placement, groin exploration with revision of femoro-femoral bypass graft, brachial artery pseudoaneurysm repair, renal failure, serum creatinine rise, persistent drainage at the groin incision requiring intervention, and spontaneous retroperitoneal hematoma.

Manufacturer narrative:
Attempts to obtain additional info from the article author(s) were unsuccessful. The findings of the study were summarized in the article: jeffrey jim, md, brian g. Rubin, md, patrick j. Geraghty, md, samuel r. Money, md, mba, and luis a. Sanchez, md. Midterm outcomes of the zenith renu aaa ancillary graft, journal of vascular surgery, august 2011; volume 54, number 2: 307-315.